Event description:
Pt developed an air leak while being ventilated. Staff reportedly attempted to pass suction catheter but could not. Pt was reintubated, and staff stated that the cuff remained hyperinflated after they had attempted to remove all air from the cuff. No pt harm or other change in therapy was reported.